Event description:
I'm not 100 percent sure about the start date of this problem, but I completed my invisalign treatment in (B)(6) 2016 (after being in them since (B)(6) 2013) from my first routine dental visit following my use of the aligners, I started getting cavities, in spite of excellent dental hygiene. I continued with the aligners and seemed to continue getting cavities with each dental check up. I ended up with about 12 new cavities over the course of my treatment. Now that I have completed the treatment, I have been having tooth pain that is so severe that it causes me to lose sleep, and my most recent tooth pain resulted in a tooth infection and a swollen face. I'm told I need at least two root canals and I may lose at least one tooth. I believe that invisalign caused this damage. In addition to the damage to my teeth, the results aren't what I thought they would be, after being in the aligners almost three years (I was told it would take 18 months). I'm faced with pain additional dental cost and discomfort, not to mention possible permanent damage to my teeth.